Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to over infusion from her insulin pump. Customer stated that she changed out her infusion set while she was still connected to the tubing and all 200 units of insulin pushed through the tubing into her body. Her blood glucose value was 80 mg/dl at the time of hospitalization. Nothing further was reported.